Event description:
It was reported that the pump touch screen did not display the charging status while charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting from technical support, and no additional actions or outcomes were recorded.